Event description:
It was reported that the surgeon expressed concern that the surgical planning numbers did not reflect his understanding of the default alignment plan based upon the values provided.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Surgeon commented that case was completed with no change in surgical outcome. Should add'l info become available, the eval summary will be submitted in a supplemental report.